Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("episodes of violent abdominal pain"), device expulsion ("the insert was localised in the myometrium, close to the left tubal area"), embedded device ("the insert was localised in the myometrium, close to the left tubal area"), pelvi-ureteric obstruction ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction"), nephrolithiasis ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney"), escherichia pyelonephritis ("left pyelonephritis due to e. Coli") and syncope ("fainting with a dark veil and prodrome") in a 37-year-old female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two inserts had been placed in the left uterine tube" and device monitoring procedure not performed "monitoring 3 months after insertion never performed". The patient's past medical history included c-section, multi gravida (3 pregnancies), renal colic (at 11 years of age.), uterine abrasion (vaginal curettage 30 minutes before insertion of essure) on (B)(6)2011, general anesthesia in february 2017, ovarian vein thrombosis in 2000, menstrual migraine, caesarean section in 2005 and caesarean section in 2010. She had no other joint or tooth implants. Previously administered products included for an unreported indication: iud until (B)(6)2017. Family history included fibromyalgia (mother). On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"), renal colic ("recurrent episodes of renal colic / major episode of left renal colic in apr-2012"), pyelonephritis ("pyelonephritis"), asthenia ("asthenia") and depressed mood ("low morale"). In 2013, the patient experienced malaise ("general malaise") and general physical health deterioration ("deterioration in her general living conditions"). In february 2014, the patient experienced flank pain ("in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). On (B)(6)2014, 2 years 4 months after insertion of essure, the patient experienced escherichia pyelonephritis (seriousness criterion medically significant). In may 2016, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), headache ("very severe headaches") and the first episode of hemiparaesthesia ("paraesthesia on the left half of the face"). On (B)(6)2017, the patient experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). In september 2017, the patient experienced allergy to metals ("hypersensitivity to chrome, cobalt and silver"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), rhinalgia ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), pelvi-ureteric obstruction (seriousness criterion hospitalization) with back pain, hydronephrosis and perinephric oedema, nephrolithiasis (seriousness criterion hospitalization), burnout syndrome ("probable burn-out") with crying, sleep disorder, nightmare, eating disorder and negative thoughts, faecaloma ("faecal stasis in the right colon"), spinal osteoarthritis ("multiple-level inter-body lumbar osteoarthritis"), urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain ("pelvic pain"), migraine ("migraine before and during the first days of her menstrual periods"), memory impairment ("following general anaesthetic, had experienced memory disturbances"), hepatic steatosis ("moderate homogeneous signs of hepatic steatosis"), syncope (seriousness criterion medically significant) with vision blurred, contusion ("contusion on left hip and elbow"), tachycardia ("tachycardia at 110 bpm"), gastrointestinal motility disorder ("bowel motility disturbance"), diarrhoea ("diarrhoea"), weight decreased ("weight loss"), hypertension ("hypertension"), the second episode of hemiparaesthesia ("paraesthesia on the left side of her face") and leukocyturia ("leukocyturia at 21/¿l"). The patient was hospitalized from (B)(6)2017 to (B)(6)2017. The patient was treated with morphine, antibiotics, fluvoxamine maleate (floxyfral), alprazolam (xanax), alimemazine tartrate (theralene), zolmitriptan (zomigoro), ceftriaxone (rocephine), gentamicin sulfate (gentalline), cefixime (oroken), hydrochlorothiazide (esidrex), surgery (laparoscopic bilateral salpingectomy on (B)(6)2017), surgery (laparoscopic conservative hysterectomy was performed with no incidents on (B)(6)2017), surgery (laparoscopic conservative hysterectomy was performed with no incidents on (B)(6)2017), surgery (placement of a double-j catheter on uteroscopy in apr-2012, and it was removed on (B)(6)2012) and surgery (placement of a double-j catheter on uteroscopy in apr-2012, and it was removed on (B)(6)2012). Essure was removed on (B)(6)2017. On (B)(6)2014, the urinary tract disorder had resolved. At the time of the report, the abdominal pain, device expulsion, embedded device, anaesthetic complication, pelvi-ureteric obstruction, nephrolithiasis, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, headache, alopecia, renal colic, pyelonephritis, depressed mood, allergy to metals, migraine, memory impairment, escherichia pyelonephritis, hepatic steatosis, syncope, contusion, tachycardia, gastrointestinal motility disorder, diarrhoea, weight decreased, hypertension, the last episode of hemiparaesthesia and leukocyturia outcome was unknown, the rhinalgia and abdominal pain lower had not resolved, the asthenia was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaesthetic complication, asthenia, burnout syndrome, contusion, depressed mood, device expulsion, diarrhoea, embedded device, escherichia pyelonephritis, faecaloma, flank pain, gastrointestinal motility disorder, general physical health deterioration, headache, hepatic steatosis, hypertension, leukocyturia, malaise, memory impairment, migraine, mixed anxiety and depressive disorder, nephrolithiasis, pelvi-ureteric obstruction, pelvic pain, pyelonephritis, renal colic, rhinalgia, spinal osteoarthritis, syncope, tachycardia, urinary tract disorder, urinary tract infection, vomiting, weight decreased, the first episode of hemiparaesthesia and the second episode of hemiparaesthesia to be related to essure. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. In mar-2014 her antibiotic was switched due to poor tolerance of rocephine. In 2014, after an extensive antibiotic therapy with rocephine and gentaline, and then oroken, the patient finally reported regression of symptoms. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From 3 to (B)(6) 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not present in the left uterine tube. On 08-feb-2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. Diagnostic results (normal ranges are provided in parenthesis if available): culture urine - on an unknown date: 10,000,000 /ml on(B)(6)2012, CT urography confirmed obstruction of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, causing moderate hydronephrosis with peri-renal infiltration with no urinoma. Three non-obstructive mid and inferior calyceal micro-lithiases were also present. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On (B)(6)2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on (B)(6)2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On (B)(6)2014, examination found faecal stasis in the right colon, and plain film of abdomen was unremarkable, given the presence of multiple-level vertebral lumbar osteoarthritis and of iatrogenic material in the projection plane of the uterine tubes (reported history of procedure on uterine tubes). It was noted that two inserts had been placed in the left uterine tube. On (B)(6)2014, kidney ultrasound was normal bilaterally; the examination found no lithiasis or obstruction, no signs of seriousness or complications from pyelonephritis. Moderate homogeneous signs of hepatic steatosis were present. Dimensions of spleen were in the upper range of normal. Examinations performed in may-2016 did not find any particular abnormalities. On (B)(6)2016, the patient underwent brain CT-scan due to unusual headaches and paraesthesia on the left side of her face, and no abnormalities were found to explain the symptoms. Further investigations with MRI were recommended. On (B)(6)2016, abdominal-pelvic and soft tissue ultrasound found marked diastasis recti, predominating in the supra-umbilical region, as well as hepatic steatosis. Pathological anatomy report from (B)(6)2017: peri-operative opening of the operative specimen from left salpingectomy found one complete essure insert. Complete exploration of the abdominal cavity was performed to locate the second essure insert on the left, visualized on plain film of abdomen. Conclusion: bilateral salpingectomy with mild regenerative abnormalities. No signs of malignancy. It was decided to stop the operative exploration and to perform abdominal-pelvic CT-scan during the post-operative period. On (B)(6)2017, abdominal-pelvic CT-scan found the essure insert in the intra-myometrial position in the upper left portion of the uterine body with slight protrusion into pelvic area. On (B)(6)2017, on opening the uterus after its extraction, the missing essure insert was found in the myometrium. Pathological anatomy report from (B)(6)2017 - total hysterectomy: fibro-hyaline and haemorrhagic remodelling in the left uterine cornua. No suspect features. In sep-2017, blood tests for allergy for heavy metals came back positive for chrome, cobalt and silver, but not for nickel or titanium. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2330 cases. Device expulsion. The analysis in the global safety database revealed 1057 cases. Embedded device. The analysis in the global safety database revealed 755 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of one essure insert in peritoneum") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Previously administered products included for an unreported indication: iud until (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rhinalgia ("significant pain in nostril region and lower abdomen") and abdominal pain lower ("significant pain in nostril region and lower abdomen"). The patient was treated with surgery (removal of essure was performed on (B)(6) 2017 via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and anaesthetic complication outcome was unknown and the rhinalgia and abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, anaesthetic complication, device dislocation and rhinalgia with essure. The reporter commented: the patient had inserts placed in a clinic. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. It was confirmed that after removal, she was on sick leave for 8 days. The patient joined an assiociation and contacted an attorney. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: device dislocation ¿ analysis in the global safety database revealed 2.859 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-dec-2017: this case was now considered as potential legal, since the patient contacted an attorney. Furthermore, it was reported that the essure was removed on (B)(6) 2017, and the event "significant pain in nostril region and lower abdomen" was added.no further information is expected. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("episodes of violent abdominal pain"), device expulsion ("the insert was localised in the myometrium, close to the left tubal area"), embedded device ("the insert was localised in the myometrium, close to the left tubal area"), pelvi-ureteric obstruction ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction") and nephrolithiasis ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney") in a 37-year-old female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two inserts had been placed in the left uterine tube". The patient's past medical history included c-section, multi gravida, renal colic (at 11 years of age.), uterine abrasion on 10-oct-2011 and general anesthesia in february 2017. She had no other joint or tooth implants. Previously administered products included for an unreported indication: iud until 3-jul-2017. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"), renal colic ("recurrent episodes of renal colic"), pyelonephritis ("pyelonephritis"), asthenia ("asthenia") and depressed mood ("low morale"). In 2013, the patient experienced malaise ("general malaise") and general physical health deterioration ("deterioration in her general living conditions"). In february 2014, the patient experienced flank pain (" in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). In may 2016, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), headache ("very severe headaches") and paraesthesia ("paraesthesia on the left half of the face"). On 3-jul-2017, 5 years 8 months after insertion of essure, the patient experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), rhinalgia ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), pelvi-ureteric obstruction (seriousness criterion hospitalization) with back pain, hydronephrosis and perinephric oedema, nephrolithiasis (seriousness criterion hospitalization), burnout syndrome ("probable burn-out") with crying, sleep disorder, nightmare, eating disorder and negative thoughts, faecaloma ("faecal stasis in the right colon"), spinal osteoarthritis ("multiple-level inter-body lumbar osteoarthritis"), urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain ("pelvic pain") and allergy to metals ("hypersensitivity to chrome, cobalt and silver"). The patient was hospitalized from 3-feb-2017 to 5-feb-2017. The patient was treated with morphine, antibiotics, surgery (laparoscopic bilateral salpingectomy under general anesthetic on feb-2017), surgery (laparoscopic conservative hysterectomy was performed with no incidents on 08-feb-2017), surgery (placement of a double-j catheter on uteroscopy in apr-2012, and it was removed on 30-may-2012). Essure was removed on 8-feb-2017. At the time of the report, the abdominal pain, device expulsion, embedded device, anaesthetic complication, pelvi-ureteric obstruction, nephrolithiasis, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, urinary tract disorder, headache, paraesthesia, alopecia, renal colic, pyelonephritis, depressed mood and allergy to metals outcome was unknown, the rhinalgia and abdominal pain lower had not resolved, the asthenia was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaesthetic complication, asthenia, burnout syndrome, depressed mood, device expulsion, embedded device, faecaloma, flank pain, general physical health deterioration, headache, malaise, mixed anxiety and depressive disorder, nephrolithiasis, paraesthesia, pelvi-ureteric obstruction, pelvic pain, pyelonephritis, renal colic, rhinalgia, spinal osteoarthritis, urinary tract disorder, urinary tract infection and vomiting to be related to essure. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From 3 to 5 february 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not presente in the left uterine tube. On 08-feb-2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. Diagnostic results: on 12-apr-2012, CT-scan found occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, as well as moderate hydronephrosis with peri-renal infiltration with no urinoma. Three moderate-size calyceal stones were also present with sub-occlusion. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On 25-apr-2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on 09-may-2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On 07-mar-2014, examination found faecal stasis in the right colon, incipient multiple-level inter-body lumbar osteoarthritis and iatrogenic material in the projection plane of the uterine tubes. It was noted that two inserts had been placed in the left uterine tube. Examinations performed in may-2016 did not find any particular abnormalities. On 4 february 2017, CT-scan was performed in the same unit and the insert was localised in the myometrium, close to the left tubal area. In sep-2017, blood tests for allergy to heavy metals found delayed hypersensitivity to chrome, cobalt and silver. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-may-2018 for the following meddra preferred terms: abdominal pain- analysis in the global safety database revealed 2.222 cases. Device expulsion- analysis in the global safety database revealed 752 cases. Embedded device- analysis in the global safety database revealed 609 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 18-may-2018: reporter's information/ patient´s information updated/new reporter added. Lab tests were provided, essure lot number was added, insertion and removal date were updated to 10-oct-2011 and to 08-feb-2017, respectively. The event ¿migration of essure insert in peritoneum¿ was amended to ¿the insert was localised in the myometrium, close to the left tubal area¿, and the events ¿ureteropelvic junction obstruction¿, ¿nephrolithiasis¿, ¿general malaise¿, ¿general physical health deterioration¿, ¿burnout syndrome¿, ¿flank pain¿, ¿vomiting¿, ¿fecal impaction¿, ¿osteoarthritis of lumbar spine¿, ¿inappropriate insertion of multiple contraceptive devices¿, ¿recurrent urinary tract infection¿, ¿mixed anxiety and depressive disorder¿, ¿urinary tract disorder¿, ¿headache¿, ¿facial paraesthesia¿, ¿abdominal pain¿, ¿hair loss¿, ¿renal colic¿, ¿pyelonephritis¿, ¿asthenia¿, ¿low mood¿, ¿pelvic pain¿, and ¿allergy to metals¿ were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("episodes of violent abdominal pain"), device expulsion ("the insert was localised in the myometrium, close to the left tubal area"), embedded device ("the insert was localised in the myometrium, close to the left tubal area"), pelvi-ureteric obstruction ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction"), nephrolithiasis ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney"), bacterial pyelonephritis ("left pyelonephritis due to e. Coli") and syncope ("fainting with a dark veil and prodrome") in a 37-year-old female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two inserts had been placed in the left uterine tube" and device monitoring procedure not performed "monitoring 3 months after insertion never performed". The patient's past medical history included c-section, multi gravida (3 pregnancies), renal colic (at 11 years of age.), uterine abrasion (vaginal curettage 30 minutes before insertion of essure) on (B)(6) 2011, general anesthesia in (B)(6) 2017, ovarian vein thrombosis in 2000, menstrual migraine, caesarean section in 2005 and caesarean section in 2010. She had no other joint or tooth implants. Previously administered products included for an unreported indication: iud until (B)(6) 2017. Family history included fibromyalgia (mother). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"), renal colic ("recurrent episodes of renal colic / major episode of left renal colic in apr-2012"), pyelonephritis ("pyelonephritis"), asthenia ("asthenia") and depressed mood ("low morale"). In 2013, the patient experienced malaise ("general malaise") and general physical health deterioration ("deterioration in her general living conditions"). In (B)(6) 2014, the patient experienced flank pain ("in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). On (B)(6) 2014, 2 years 4 months after insertion of essure, the patient experienced bacterial pyelonephritis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), headache ("very severe headaches") and the first episode of hemiparaesthesia ("paraesthesia on the left half of the face"). On (B)(6) 2017, the patient experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). In (B)(6) 2017, the patient experienced allergy to metals ("hypersensitivity to chrome, cobalt and silver"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), rhinalgia ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), pelvi-ureteric obstruction (seriousness criterion hospitalization) with back pain, hydronephrosis and perinephric oedema, nephrolithiasis (seriousness criterion hospitalization), burnout syndrome ("probable burn-out") with crying, sleep disorder, nightmare, eating disorder and negative thoughts, faecaloma ("faecal stasis in the right colon"), spinal osteoarthritis ("multiple-level inter-body lumbar osteoarthritis"), urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain ("pelvic pain"), migraine ("migraine before and during the first days of her menstrual periods"), memory impairment ("following general anaesthetic, had experienced memory disturbances"), hepatic steatosis ("moderate homogeneous signs of hepatic steatosis"), syncope (seriousness criterion medically significant) with vision blurred, contusion ("contusion on left hip and elbow"), tachycardia ("tachycardia at 110 bpm"), gastrointestinal motility disorder ("bowel motility disturbance"), diarrhoea ("diarrhoea"), weight decreased ("weight loss"), hypertension ("hypertension"), the second episode of hemiparaesthesia ("paraesthesia on the left side of her face") and leukocyturia ("leukocyturia at 21/¿l"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with morphine, antibiotics, fluvoxamine maleate (floxyfral), alprazolam (xanax), alimemazine tartrate (theralene), zolmitriptan (zomigoro), ceftriaxone (rocephine), gentamicin sulfate (gentalline), cefixime (oroken), hydrochlorothiazide (esidrex), surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017), surgery (laparoscopic conservative hysterectomy was performed with no incidents on (B)(6) 2017), surgery (placement of a double-j catheter on uteroscopy in (B)(6) 2012, and it was removed on (B)(6) 2012). Essure was removed on (B)(6) 2017. On (B)(6) 2014, the urinary tract disorder had resolved. At the time of the report, the abdominal pain, device expulsion, embedded device, anaesthetic complication, pelvi-ureteric obstruction, nephrolithiasis, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, headache, alopecia, renal colic, pyelonephritis, depressed mood, allergy to metals, migraine, memory impairment, bacterial pyelonephritis, hepatic steatosis, syncope, contusion, tachycardia, gastrointestinal motility disorder, diarrhoea, weight decreased, hypertension, the last episode of hemiparaesthesia and leukocyturia outcome was unknown, the rhinalgia and abdominal pain lower had not resolved, the asthenia was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaesthetic complication, asthenia, bacterial pyelonephritis, burnout syndrome, contusion, depressed mood, device expulsion, diarrhoea, embedded device, faecaloma, flank pain, gastrointestinal motility disorder, general physical health deterioration, headache, hepatic steatosis, hypertension, leukocyturia, malaise, memory impairment, migraine, mixed anxiety and depressive disorder, nephrolithiasis, pelvi-ureteric obstruction, pelvic pain, pyelonephritis, renal colic, rhinalgia, spinal osteoarthritis, syncope, tachycardia, urinary tract disorder, urinary tract infection, vomiting, weight decreased, the first episode of hemiparaesthesia and the second episode of hemiparaesthesia to be related to essure. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. In (B)(6) 2014 her antibiotic was switched due to poor tolerance of rocephine. In 2014, after an extensive antibiotic therapy with rocephine and gentaline, and then oroken, the patient finally reported regression of symptoms. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From 3 to 5 (B)(6) 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not present in the left uterine tube. On (B)(6) 2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. Diagnostic results (normal ranges are provided in parenthesis if available): culture urine - on an unknown date: 10,000,000 /ml on (B)(6) 2012, CT urography confirmed obstruction of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, causing moderate hydronephrosis with peri-renal infiltration with no urinoma. Three non-obstructive mid and inferior calyceal micro-lithiases were also present. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On (B)(6) 2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on (B)(6) 2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On (B)(6) 2014, examination found faecal stasis in the right colon, and plain film of abdomen was unremarkable, given the presence of multiple-level vertebral lumbar osteoarthritis and of iatrogenic material in the projection plane of the uterine tubes (reported history of procedure on uterine tubes). It was noted that two inserts had been placed in the left uterine tube. On (B)(6) 2014, kidney ultrasound was normal bilaterally; the examination found no lithiasis or obstruction, no signs of seriousness or complications from pyelonephritis. Moderate homogeneous signs of hepatic steatosis were present. Dimensions of spleen were in the upper range of normal. Examinations performed in (B)(6) 2016 did not find any particular abnormalities. On (B)(6) 2016, the patient underwent brain CT-scan due to unusual headaches and paraesthesia on the left side of her face, and no abnormalities were found to explain the symptoms. Further investigations with MRI were recommended. On (B)(6) 2016, abdominal-pelvic and soft tissue ultrasound found marked diastasis recti, predominating in the supra-umbilical region, as well as hepatic steatosis. Pathological anatomy report from (B)(6) 2017: peri-operative opening of the operative specimen from left salpingectomy found one complete essure insert. Complete exploration of the abdominal cavity was performed to locate the second essure insert on the left, visualized on plain film of abdomen. Conclusion: bilateral salpingectomy with mild regenerative abnormalities. No signs of malignancy. It was decided to stop the operative exploration and to perform abdominal-pelvic CT-scan during the post-operative period. On (B)(6) 2017, abdominal-pelvic CT-scan found the essure insert in the intra-myometrial position in the upper left portion of the uterine body with slight protrusion into pelvic area. On (B)(6) 2017, on opening the uterus after its extraction, the missing essure insert was found in the myometrium. Pathological anatomy report from (B)(6) 2017 - total hysterectomy: fibro-hyaline and haemorrhagic remodelling in the left uterine cornua. No suspect features. In (B)(6) 2017, blood tests for allergy for heavy metals came back positive for chrome, cobalt and silver, but not for nickel or titanium. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2264 cases. Device expulsion. The analysis in the global safety database revealed 878 cases. Embedded device. The analysis in the global safety database revealed 670 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient¿s information and lab tests were updated. Treatment drugs were provided, and the events ¿menstrual migraine¿, ¿memory disturbance¿, ¿bacterial pyelonephritis¿, ¿hepatic steatosis¿, ¿fainting¿, ¿contusion¿, ¿tachycardia¿, ¿bowel motility disorder¿, ¿diarrhoea¿, ¿weight loss¿, ¿hypertension¿, ¿hemiparaesthesia¿, ¿leukocyturia¿ and ¿device monitoring procedure not performed¿ were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("episodes of violent abdominal pain"), device expulsion ("the insert was localised in the myometrium, close to the left tubal area"), embedded device ("the insert was localised in the myometrium, close to the left tubal area"), pelvi-ureteric obstruction ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction"), nephrolithiasis ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney"), escherichia pyelonephritis ("left pyelonephritis due to e. Coli") and syncope ("fainting with a dark veil and prodrome") in a 37-year-old female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two inserts had been placed in the left uterine tube" and device monitoring procedure not performed "monitoring 3 months after insertion never performed". The patient's past medical history included c-section, multi gravida (3 pregnancies), renal colic (at 11 years of age.), uterine abrasion (vaginal curettage 30 minutes before insertion of essure) on (B)(6) 2011, general anesthesia in (B)(6) 2017, ovarian vein thrombosis in 2000, menstrual migraine, caesarean section in 2005 and caesarean section in 2010. She had no other joint or tooth implants. Previously administered products included for an unreported indication: iud until (B)(6) 2017. Family history included fibromyalgia (mother). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"), renal colic ("recurrent episodes of renal colic / major episode of left renal colic in (B)(6) 2012"), pyelonephritis ("pyelonephritis"), asthenia ("asthenia") and depressed mood ("low morale"). In 2013, the patient experienced malaise ("general malaise") and general physical health deterioration ("deterioration in her general living conditions"). In (B)(6) 2014, the patient experienced flank pain ("in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). On (B)(6) 2014, 2 years 4 months after insertion of essure, the patient experienced escherichia pyelonephritis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), headache ("very severe headaches") and the first episode of hemiparaesthesia ("paraesthesia on the left half of the face"). On (B)(6) 2017, the patient experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). In (B)(6) 2017, the patient experienced allergy to metals ("hypersensitivity to chrome, cobalt and silver"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), rhinalgia ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), pelvi-ureteric obstruction (seriousness criterion hospitalization) with back pain, hydronephrosis and perinephric oedema, nephrolithiasis (seriousness criterion hospitalization), burnout syndrome ("probable burn-out") with crying, sleep disorder, nightmare, eating disorder and negative thoughts, faecaloma ("faecal stasis in the right colon"), spinal osteoarthritis ("multiple-level inter-body lumbar osteoarthritis"), urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain ("pelvic pain"), migraine ("migraine before and during the first days of her menstrual periods"), memory impairment ("following general anaesthetic, had experienced memory disturbances"), hepatic steatosis ("moderate homogeneous signs of hepatic steatosis"), syncope (seriousness criterion medically significant) with vision blurred, contusion ("contusion on left hip and elbow"), tachycardia ("tachycardia at 110 bpm"), gastrointestinal motility disorder ("bowel motility disturbance"), diarrhoea ("diarrhoea"), weight decreased ("weight loss"), hypertension ("hypertension"), the second episode of hemiparaesthesia ("paraesthesia on the left side of her face") and leukocyturia ("leukocyturia at 21/l"). The patient was hospitalized from (B)(6) 2017. The patient was treated with morphine, antibiotics, fluvoxamine maleate (floxyfral), alprazolam (xanax), alimemazine tartrate (theralene), zolmitriptan (zomigoro), ceftriaxone (rocephine), gentamicin sulfate (gentalline), cefixime (oroken), hydrochlorothiazide (esidrex), surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017), surgery (laparoscopic conservative hysterectomy was performed with no incidents on (B)(6) 2017), surgery (laparoscopic conservative hysterectomy was performed with no incidents on (B)(6) 2017), surgery (placement of a double-j catheter on uteroscopy in (B)(6) 2012, and it was removed on (B)(6) 2012) and surgery (placement of a double-j catheter on uteroscopy in (B)(6) 2012, and it was removed on (B)(6) 2012). Essure was removed on (B)(6) 2017. On (B)(6) 2014, the urinary tract disorder had resolved. At the time of the report, the abdominal pain, device expulsion, embedded device, anaesthetic complication, pelvi-ureteric obstruction, nephrolithiasis, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, headache, alopecia, renal colic, pyelonephritis, depressed mood, allergy to metals, migraine, memory impairment, escherichia pyelonephritis, hepatic steatosis, syncope, contusion, tachycardia, gastrointestinal motility disorder, diarrhoea, weight decreased, hypertension, the last episode of hemiparaesthesia and leukocyturia outcome was unknown, the rhinalgia and abdominal pain lower had not resolved, the asthenia was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaesthetic complication, asthenia, burnout syndrome, contusion, depressed mood, device expulsion, diarrhoea, embedded device, escherichia pyelonephritis, faecaloma, flank pain, gastrointestinal motility disorder, general physical health deterioration, headache, hepatic steatosis, hypertension, leukocyturia, malaise, memory impairment, migraine, mixed anxiety and depressive disorder, nephrolithiasis, pelvi-ureteric obstruction, pelvic pain, pyelonephritis, renal colic, rhinalgia, spinal osteoarthritis, syncope, tachycardia, urinary tract disorder, urinary tract infection, vomiting, weight decreased, the first episode of hemiparaesthesia and the second episode of hemiparaesthesia to be related to essure. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. In (B)(6) 2014 her antibiotic was switched due to poor tolerance of rocephine. In 2014, after an extensive antibiotic therapy with rocephine and gentaline, and then oroken, the patient finally reported regression of symptoms. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From 3 to 5 (B)(6) 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not present in the left uterine tube. On (B)(6) 2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. Diagnostic results (normal ranges are provided in parenthesis if available): culture urine - on an unknown date: 10,000,000 /ml . On (B)(6) 2012, CT urography confirmed obstruction of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, causing moderate hydronephrosis with peri-renal infiltration with no urinoma. Three non-obstructive mid and inferior calyceal micro-lithiases were also present. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On (B)(6) 2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on (B)(6) -2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On (B)(6) 2014, examination found faecal stasis in the right colon, and plain film of abdomen was unremarkable, given the presence of multiple-level vertebral lumbar osteoarthritis and of iatrogenic material in the projection plane of the uterine tubes (reported history of procedure on uterine tubes). It was noted that two inserts had been placed in the left uterine tube. On (B)(6) 2014, kidney ultrasound was normal bilaterally; the examination found no lithiasis or obstruction, no signs of seriousness or complications from pyelonephritis. Moderate homogeneous signs of hepatic steatosis were present. Dimensions of spleen were in the upper range of normal. Examinations performed in (B)(6) 2016 did not find any particular abnormalities. On (B)(6) 2016, the patient underwent brain CT-scan due to unusual headaches and paraesthesia on the left side of her face, and no abnormalities were found to explain the symptoms. Further investigations with MRI were recommended. On (B)(6) 2016, abdominal-pelvic and soft tissue ultrasound found marked diastasis recti, predominating in the supra-umbilical region, as well as hepatic steatosis. Pathological anatomy report from (B)(6) 2017: peri-operative opening of the operative specimen from left salpingectomy found one complete essure insert. Complete exploration of the abdominal cavity was performed to locate the second essure insert on the left, visualized on plain film of abdomen. Conclusion: bilateral salpingectomy with mild regenerative abnormalities. No signs of malignancy. It was decided to stop the operative exploration and to perform abdominal-pelvic CT-scan during the post-operative period. On (B)(6) 2017, abdominal-pelvic CT-scan found the essure insert in the intra-myometrial position in the upper left portion of the uterine body with slight protrusion into pelvic area. On (B)(6) 2017, on opening the uterus after its extraction, the missing essure insert was found in the myometrium. Pathological anatomy report from (B)(6) 2017 - total hysterectomy: fibro-hyaline and haemorrhagic remodelling in the left uterine cornua. No suspect features. In (B)(6) 2017, blood tests for allergy for heavy metals came back positive for chrome, cobalt and silver, but not for nickel or titanium. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on(B)(6) 2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2.290 cases. Device expulsion. The analysis in the global safety database revealed 933 cases. Embedded device. The analysis in the global safety database revealed 697 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2018: quality safety evaluation received. Added essure expiration and manufacture dates, evaluation codes and product technical complaint result. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('episodes of violent abdominal pain/'), device expulsion ('the insert was localised in the myometrium, close to the left tubal area'), embedded device ('the insert was localised in the myometrium, close to the left tubal area'), escherichia pyelonephritis ('left pyelonephritis due to e. Coli'), syncope ('fainting with a dark veil and prodrome'), pelvi-ureteric obstruction ('occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction') and nephrolithiasis ('occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney') in a 37-year-old female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two inserts had been placed in the left uterine tube" and device monitoring procedure not performed "monitoring 3 months after insertion never performed". The patient's medical history included general anesthesia in (B)(6) 2017, uterine abrasion (vaginal curettage 30 minutes before insertion of essure) on (B)(6) 2011, pathology test (cervical uterine sample, conclusion no sign of intraepithelial lesion or malignancy. Cytology not suspicious) on (B)(6) 2011, caesarean section in 2010, hpv infection in 2005, biopsy cervix in 2005, caesarean section in 2005, ovarian vein thrombosis in 2000, c-section, multi gravida (3 pregnancies), renal colic (at 11 years of age.), menstrual migraine, thrombophlebitis pelvic vein (during her first pregnancy) and hirsutism. She had no other joint or tooth implants. Previously administered products included for an unreported indication: iud until (B)(6) 2017, androcur and anti-coagulant. Family history included fibromyalgia (mother). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"), renal colic ("recurrent episodes of renal colic / major episode of left renal colic in (B)(6) 2012"), pyelonephritis ("pyelonephritis "), the first episode of asthenia ("asthenia") and depressed mood ("low morale"). In 2013, the patient experienced malaise ("general malaise") and general physical health deterioration ("deterioration in her general living conditions"). In (B)(6) 2014, the patient experienced flank pain ("in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). On (B)(6) 2014, the patient experienced escherichia pyelonephritis (seriousness criterion medically significant), 2 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced breast pain ("pain in her left breast"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), headache ("very severe headaches"), the first episode of hemiparaesthesia ("paraesthesia on the left half of the face") and hypoaesthesia ("hypoesthesia"). On (B)(6)2017, the patient experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). In (B)(6) 2017, the patient experienced allergy to metals ("hypersensitivity to chrome, cobalt and silver"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant) with vision blurred, pelvi-ureteric obstruction (seriousness criterion hospitalization) with back pain, hydronephrosis and perinephric oedema, nephrolithiasis (seriousness criterion hospitalization), rhinalgia ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), burnout syndrome ("probable burn-out") with crying, sleep disorder, nightmare, eating disorder and negative thoughts, faecaloma ("faecal stasis in the right colon"), spinal osteoarthritis ("multiple-level inter-body lumbar osteoarthritis"), urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain ("pelvic pain"), migraine ("migraine before and during the first days of her menstrual periods"), memory impairment ("following general anaesthetic, had experienced memory disturbances"), hepatic steatosis ("moderate homogeneous signs of hepatic steatosis"), contusion ("contusion on left hip and elbow"), tachycardia ("tachycardia at 110 bpm"), gastrointestinal motility disorder ("bowel motility disturbance"), diarrhoea ("diarrhoea"), hypertension ("hypertension"), the second episode of hemiparaesthesia ("paraesthesia on the left side of her face"), leukocyturia ("leukocyturia at 21/l"), nocturia ("nocturnal polyuria"), the second episode of asthenia ("asthenia"), abdominal pain upper ("epigastric pain"), premenstrual syndrome ("psychic manifestations of premenstrual syndrome exacerbated paresthesias in the hands without systematization with edema"), insomnia ("insomnia"), abdominal distension ("permanently swollen abdomen") and peripheral swelling ("swelling of the hands and feet") and was found to have weight decreased ("weight loss"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with alimemazine tartrate (theralene), alprazolam (xanax), antibiotics, cefixime (oroken), ceftriaxone sodium (rocephine), fluvoxamine maleate (floxyfral), gentamicin sulfate (gentalline), hydrochlorothiazide (esidrex), morphine, zolmitriptan (zomigoro) and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017/ salpingectomy and hysterectomy, laparoscopic conservative hysterectomy was performed with no incidents on (B)(6) 2017 and placement of a double-j catheter on uteroscopy in (B)(6) 2012, and it was removed on (B)(6) 2012). Essure was removed on (B)(6) 2017. On (B)(6) 2014, the urinary tract disorder had resolved. At the time of the report, the abdominal pain, device expulsion, embedded device, escherichia pyelonephritis, syncope, pelvi-ureteric obstruction, nephrolithiasis, anaesthetic complication, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, headache, alopecia, renal colic, pyelonephritis, depressed mood, allergy to metals, migraine, memory impairment, hepatic steatosis, contusion, tachycardia, gastrointestinal motility disorder, diarrhoea, weight decreased, hypertension, the last episode of hemiparaesthesia, leukocyturia and breast pain outcome was unknown, the rhinalgia and abdominal pain lower had not resolved and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anaesthetic complication, breast pain, burnout syndrome, contusion, depressed mood, device expulsion, diarrhoea, embedded device, escherichia pyelonephritis, faecaloma, flank pain, gastrointestinal motility disorder, general physical health deterioration, headache, hepatic steatosis, hypertension, hypoaesthesia, insomnia, leukocyturia, malaise, memory impairment, migraine, mixed anxiety and depressive disorder, nephrolithiasis, nocturia, pelvi-ureteric obstruction, pelvic pain, peripheral swelling, premenstrual syndrome, pyelonephritis, renal colic, rhinalgia, spinal osteoarthritis, syncope, tachycardia, urinary tract disorder, urinary tract infection, vomiting, weight decreased, the first episode of asthenia, the first episode of hemiparaesthesia, the second episode of asthenia and the second episode of hemiparaesthesia to be related to essure. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. In (B)(6) 2014 her antibiotic was switched due to poor tolerance of rocephine. In 2014, after an extensive antibiotic therapy with rocephine and gentaline, and then oroken, the patient finally reported regression of symptoms. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From (B)(6) 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not present in the left uterine tube. On (B)(6) 2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. On (B)(6) 2022 lawyer reported the next convocation of medical expertise was planned on (B)(6) 2022. (B)(6) 2016: salpingectomy and hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): culture urine - on an unknown date: results: 10,000,000 /ml. Magnetic resonance imaging - in (B)(6) 2016: breast MRI classifies this examination acr 1. Mammogram - in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast. Ultrasound breast - in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast. Diagnostic results: on (B)(6) 2012, CT urography confirmed obstruction of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, causing moderate hydronephrosis with peri-renal infiltration with no urinoma. Three non-obstructive mid and inferior calyceal micro-lithiases were also present. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On (B)(6) 2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on (B)(6) 2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On (B)(6) 2014, examination found faecal stasis in the right colon, and plain film of abdomen was unremarkable, given the presence of multiple-level vertebral lumbar osteoarthritis and of iatrogenic material in the projection plane of the uterine tubes (reported history of procedure on uterine tubes). It was noted that two inserts had been placed in the left uterine tube. On (B)(6) 2014, kidney ultrasound was normal bilaterally; the examination found no lithiasis or obstruction, no signs of seriousness or complications from pyelonephritis. Moderate homogeneous signs of hepatic steatosis were present. Dimensions of spleen were in the upper range of normal. Examinations performed in (B)(6) 2016 did not find any particular abnormalities. On (B)(6) 2016, the patient underwent brain CT-scan due to unusual headaches and paraesthesia on the left side of her face, and no abnormalities were found to explain the symptoms. Further investigations with MRI were recommended. On (B)(6) 2016, abdominal-pelvic and soft tissue ultrasound found marked diastasis recti, predominating in the supra-umbilical region, as well as hepatic steatosis. Pathological anatomy report from (B)(6) 2017: peri-operative opening of the operative specimen from left salpingectomy found one complete essure insert. Complete exploration of the abdominal cavity was performed to locate the second essure insert on the left, visualized on plain film of abdomen. Conclusion: bilateral salpingectomy with mild regenerative abnormalities. No signs of malignancy. It was decided to stop the operative exploration and to perform abdominal-pelvic CT-scan during the post-operative period. On (B)(6) 2017, abdominal-pelvic CT-scan found the essure insert in the intra-myometrial position in the upper left portion of the uterine body with slight protrusion into pelvic area. On (B)(6) 2017, on opening the uterus after its extraction, the missing essure insert was found in the myometrium. Pathological anatomy report from (B)(6) 2017 - total hysterectomy: fibro-hyaline and haemorrhagic remodelling in the left uterine cornua. No suspect features. In (B)(6) 2017, blood tests for allergy for heavy metals came back positive for chrome, cobalt and silver, but not for nickel or titanium. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. Lot number: 810882. Manufacture date: 2010-12. Expiration date: 2013-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2022: patient's initials, events -"nocturnal polyuria, insomnia nos, hypoesthesia, premenstrual syndrome, epigastric pain,swollen abdomen, asthenia, swelling of hands" and relevant history added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('episodes of violent abdominal pain'), device expulsion ('the insert was localised in the myometrium, close to the left tubal area'), embedded device ('the insert was localised in the myometrium, close to the left tubal area'), escherichia pyelonephritis ('left pyelonephritis due to e. Coli'), syncope ('fainting with a dark veil and prodrome'), pelvi-ureteric obstruction ('occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction') and nephrolithiasis ('occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney') in a 37-year-old female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two inserts had been placed in the left uterine tube" and device monitoring procedure not performed "monitoring 3 months after insertion never performed". The patient's medical history included general anesthesia in february 2017, uterine abrasion (vaginal curettage 30 minutes before insertion of essure) on 10-oct-2011, pathology test (cervical uterine sample, conclusion no sign of intraepithelial lesion or malignancy. Cytology not suspicious) on (B)(6) 2011, caesarean section in 2010, hpv infection in 2005, biopsy cervix in 2005, caesarean section in 2005, ovarian vein thrombosis in 2000, c-section, multi gravida (3 pregnancies), renal colic (at 11 years of age.), menstrual migraine and thrombophlebitis pelvic vein (during her first pregnancy). She had no other joint or tooth implants. Previously administered products included for an unreported indication: iud until (B)(6) 2017 and anti-coagulant. Family history included fibromyalgia (mother). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"), renal colic ("recurrent episodes of renal colic / major episode of left renal colic in (B)(6) 2012"), pyelonephritis ("pyelonephritis "), asthenia ("asthenia") and depressed mood ("low morale"). In 2013, the patient experienced malaise ("general malaise") and general physical health deterioration ("deterioration in her general living conditions"). In (B)(6) 2014, the patient experienced flank pain ("in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). On (B)(6) 2014, the patient experienced escherichia pyelonephritis (seriousness criterion medically significant), 2 years 4 months after insertion of essure. In (B)(6) 2016, the patient experienced breast pain ("pain in her left breast"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), headache ("very severe headaches") and the first episode of hemiparaesthesia ("paraesthesia on the left half of the face"). On (B)(6) 2017, the patient experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). In (B)(6) 2017, the patient experienced allergy to metals ("hypersensitivity to chrome, cobalt and silver"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant) with vision blurred, pelvi-ureteric obstruction (seriousness criterion hospitalization) with back pain, hydronephrosis and perinephric oedema, nephrolithiasis (seriousness criterion hospitalization), rhinalgia ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), burnout syndrome ("probable burn-out") with crying, sleep disorder, nightmare, eating disorder and negative thoughts, faecaloma ("faecal stasis in the right colon"), spinal osteoarthritis ("multiple-level inter-body lumbar osteoarthritis"), urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain ("pelvic pain"), migraine ("migraine before and during the first days of her menstrual periods"), memory impairment ("following general anaesthetic, had experienced memory disturbances"), hepatic steatosis ("moderate homogeneous signs of hepatic steatosis"), contusion ("contusion on left hip and elbow"), tachycardia ("tachycardia at 110 bpm"), gastrointestinal motility disorder ("bowel motility disturbance"), diarrhoea ("diarrhoea"), hypertension ("hypertension"), the second episode of hemiparaesthesia ("paraesthesia on the left side of her face") and leukocyturia ("leukocyturia at 21/l") and was found to have weight decreased ("weight loss"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with alimemazine tartrate (theralene), alprazolam (xanax), antibiotics, cefixime (oroken), ceftriaxone sodium (rocephine), fluvoxamine maleate (floxyfral), gentamicin sulfate (gentalline), hydrochlorothiazide (esidrex), morphine, zolmitriptan (zomigoro) and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017, laparoscopic conservative hysterectomy was performed with no incidents on (B)(6) 2017 and placement of a double-j catheter on uteroscopy in (B)(6) 2012, and it was removed on (B)(6) 2012). Essure was removed on (B)(6) 2017. On (B)(6) 2014, the urinary tract disorder had resolved. At the time of the report, the abdominal pain, device expulsion, embedded device, escherichia pyelonephritis, syncope, pelvi-ureteric obstruction, nephrolithiasis, anaesthetic complication, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, headache, alopecia, renal colic, pyelonephritis, depressed mood, allergy to metals, migraine, memory impairment, hepatic steatosis, contusion, tachycardia, gastrointestinal motility disorder, diarrhoea, weight decreased, hypertension, the last episode of hemiparaesthesia, leukocyturia and breast pain outcome was unknown, the rhinalgia and abdominal pain lower had not resolved, the asthenia was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaesthetic complication, asthenia, breast pain, burnout syndrome, contusion, depressed mood, device expulsion, diarrhoea, embedded device, escherichia pyelonephritis, faecaloma, flank pain, gastrointestinal motility disorder, general physical health deterioration, headache, hepatic steatosis, hypertension, leukocyturia, malaise, memory impairment, migraine, mixed anxiety and depressive disorder, nephrolithiasis, pelvi-ureteric obstruction, pelvic pain, pyelonephritis, renal colic, rhinalgia, spinal osteoarthritis, syncope, tachycardia, urinary tract disorder, urinary tract infection, vomiting, weight decreased, the first episode of hemiparaesthesia and the second episode of hemiparaesthesia to be related to essure. No further causality assessment were provided for the product. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. In (B)(6) 2014 her antibiotic was switched due to poor tolerance of rocephine. In 2014, after an extensive antibiotic therapy with rocephine and gentaline, and then oroken, the patient finally reported regression of symptoms. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From (B)(6) 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not present in the left uterine tube. On (B)(6) 2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. On (B)(6) 2022 lawyer reported the next convocation of medical expertise was planned on (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): culture urine - on an unknown date: results: 10,000,000 /ml. Magnetic resonance imaging - in (B)(6) 2016: breast MRI classifies this examination acr 1. Mammogram - in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast. Ultrasound breast - in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast. Diagnostic results: on (B)(6) 2012, CT urography confirmed obstruction of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, causing moderate hydronephrosis with peri-renal infiltration with no urinoma. Three non-obstructive mid and inferior calyceal micro-lithiases were also present. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On (B)(6) 2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on (B)(6) 2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On (B)(6) 2014, examination found faecal stasis in the right colon, and plain film of abdomen was unremarkable, given the presence of multiple-level vertebral lumbar osteoarthritis and of iatrogenic material in the projection plane of the uterine tubes (reported history of procedure on uterine tubes). It was noted that two inserts had been placed in the left uterine tube. On (B)(6) 2014, kidney ultrasound was normal bilaterally; the examination found no lithiasis or obstruction, no signs of seriousness or complications from pyelonephritis. Moderate homogeneous signs of hepatic steatosis were present. Dimensions of spleen were in the upper range of normal. Examinations performed in may-2016 did not find any particular abnormalities. On (B)(6) 2016, the patient underwent brain CT-scan due to unusual headaches and paraesthesia on the left side of her face, and no abnormalities were found to explain the symptoms. Further investigations with MRI were recommended. On (B)(6) 2016, abdominal-pelvic and soft tissue ultrasound found marked diastasis recti, predominating in the supra-umbilical region, as well as hepatic steatosis. Pathological anatomy report from 03-feb-2017: peri-operative opening of the operative specimen from left salpingectomy found one complete essure insert. Complete exploration of the abdominal cavity was performed to locate the second essure insert on the left, visualized on plain film of abdomen. Conclusion: bilateral salpingectomy with mild regenerative abnormalities. No signs of malignancy. It was decided to stop the operative exploration and to perform abdominal-pelvic CT-scan during the post-operative period. On (B)(6) 2017, abdominal-pelvic CT-scan found the essure insert in the intra-myometrial position in the upper left portion of the uterine body with slight protrusion into pelvic area. On (B)(6) 2017, on opening the uterus after its extraction, the missing essure insert was found in the myometrium. Pathological anatomy report from (B)(6) 2017 - total hysterectomy: fibro-hyaline and haemorrhagic remodelling in the left uterine cornua. No suspect features. In (B)(6) 2017, blood tests for allergy for heavy metals came back positive for chrome, cobalt and silver, but not for nickel or titanium. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. Lot number: 810882. Manufacture date: 2010-12. Expiration date: 2013-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 18-may-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("episodes of violent abdominal pain"), device expulsion ("the insert was localised in the myometrium, close to the left tubal area"), embedded device ("the insert was localised in the myometrium, close to the left tubal area"), escherichia pyelonephritis ("left pyelonephritis due to e. Coli"), syncope ("fainting with a dark veil and prodrome"), pelvi-ureteric obstruction ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction") and nephrolithiasis ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney") in a 37 year-old female patient who had essure inserted (lot no. 810882). Additional non-serious events are detailed below. Other product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("two inserts had been placed in the left uterine tube") and device monitoring procedure not performed ("monitoring 3 months after insertion never performed"). The patient had a medical history of general anesthesia in (B)(6) 2017, uterine abrasion (vaginal curettage 30 minutes before insertion of essure) and pathology test (cervical uterine sample, conclusion no sign of intraepithelial lesion or malignancy. Cytology not suspicious) in 2011, caesarean section in 2010, biopsy cervix, hpv infection and caesarean section in 2005, ovarian vein thrombosis in 2000 and thrombophlebitis pelvic vein (during her first pregnancy), menstrual migraine, renal colic (at 11 years of age.), multi gravida (3 pregnancies) and c-section. She had no other joint or tooth implants. Previously administered products included: iud nos and anticoagulant sodium citrate for an unknown indication. The patient had a family history of fibromyalgia (mother). On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced hair loss ("hair loss"), renal colic ("recurrent episodes of renal colic / major episode of left renal colic in (B)(6) 2012"), pyelonephritis nos ("pyelonephritis "), asthenia ("asthenia") and low mood ("low morale"). In 2013 she experienced general malaise ("general malaise") and general physical health deterioration ("deterioration in her general living conditions"). In (B)(6) 2014 she experienced flank pain ("in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). On (B)(6) 2014 she experienced escherichia pyelonephritis (seriousness criterion medically important). In (B)(6) 2016 she experienced breast pain female ("pain in her left breast"). In (B)(6) 2016 she experienced abdominal pain (seriousness criteria hospitalization and intervention required), headache ("very severe headaches") and a first episode of hemiparaesthesia ("paraesthesia on the left half of the face"). On (B)(6) 2017 she experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). In (B)(6) 2017 she experienced allergy to metals ("hypersensitivity to chrome, cobalt and silver"). An unknown time later she experienced partial expulsion of device (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), fainting (seriousness criterion medically important) with vision blurred, back pain, hydronephrosis, crying, sleep disorder, nightmare, eating disorder, negative thoughts and perinephric oedema, ureteropelvic junction obstruction (seriousness criterion hospitalization) with vision blurred, back pain, hydronephrosis, crying, sleep disorder, nightmare, eating disorder, negative thoughts and perinephric oedema, nephrolithiasis (seriousness criterion hospitalization), nasal pain ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), burnout syndrome ("probable burn-out") with vision blurred, back pain, hydronephrosis, crying, sleep disorder, nightmare, eating disorder, negative thoughts and perinephric oedema, fecal impaction ("faecal stasis in the right colon"), osteoarthritis of lumbar spine ("multiple-level inter-body lumbar osteoarthritis"), recurrent urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain female ("pelvic pain"), menstrual migraine ("migraine before and during the first days of her menstrual periods"), memory disturbance ("following general anaesthetic, had experienced memory disturbances"), hepatic steatosis ("moderate homogeneous signs of hepatic steatosis"), contusion ("contusion on left hip and elbow"), tachycardia ("tachycardia at 110 bpm"), bowel motility disorder ("bowel motility disturbance"), diarrhoea ("diarrhoea"), hypertension nos ("hypertension"), a second episode of hemiparaesthesia ("paraesthesia on the left side of her face") and leukocyturia ("leukocyturia at 21/¿l") and was found to have weight decreased ("weight loss"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and additionally for 0 day (dates unknown). The patient was treated with morphine, antibiotics, floxyfral (fluvoxamine maleate), xanax (alprazolam), theralene (alimemazine tartrate), zomigoro (zolmitriptan), rocephine (ceftriaxone sodium), gentalline (gentamicin sulfate), oroken (cefixime) and esidrex (hydrochlorothiazide) as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017, laparoscopic conservative hysterectomy was performed with no incidents on (B)(6) 2017 and placement of a double-j catheter on uteroscopy in apr-2012, and it was removed on (B)(6) 2012). On (B)(6) 2014, the urinary tract disorder had resolved. At the time of the report, the asthenia was resolving, the pelvic pain had resolved and the rhinalgia and abdominal pain lower had not resolved. The outcomes for abdominal pain, device expulsion, embedded device, escherichia pyelonephritis, syncope, pelvi-ureteric obstruction, nephrolithiasis, anaesthetic complication, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, headache, the last episode of hemiparaesthesia, alopecia, renal colic, pyelonephritis, depressed mood, allergy to metals, migraine, memory impairment, hepatic steatosis, contusion, tachycardia, gastrointestinal motility disorder, diarrhoea, weight decreased, hypertension, leukocyturia and breast pain were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaesthetic complication, asthenia, breast pain, burnout syndrome, contusion, depressed mood, device expulsion, diarrhoea, embedded device, escherichia pyelonephritis, faecaloma, flank pain, gastrointestinal motility disorder, general physical health deterioration, headache, the first episode of hemiparaesthesia, the second episode of hemiparaesthesia, hepatic steatosis, hypertension, leukocyturia, malaise, memory impairment, migraine, mixed anxiety and depressive disorder, nephrolithiasis, pelvi-ureteric obstruction, pelvic pain, pyelonephritis, renal colic, rhinalgia, spinal osteoarthritis, syncope, tachycardia, urinary tract disorder, urinary tract infection, vomiting and weight decreased to be related to essure administration. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. In (B)(6) 2014 her antibiotic was switched due to poor tolerance of rocephine. In 2014, after an extensive antibiotic therapy with rocephine and gentaline, and then oroken, the patient finally reported regression of symptoms. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From 3 to 5 (B)(6) 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not present in the left uterine tube. On (B)(6) 2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. Diagnostic results (normal ranges are provided in parenthesis if available): [culture urine] (date unknown): results: 10,000,000 /ml [magnetic resonance imaging] in (B)(6) 2016: breast MRI classifies this examination acr 1 [mammogram] in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast [ultrasound breast] in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast. On (B)(6) 2012, CT urography confirmed obstruction of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, causing moderate hydronephrosis with peri-renal infiltration with no urinoma. Three non-obstructive mid and inferior calyceal micro-lithiases were also present. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On (B)(6) 2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on (B)(6) 2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On (B)(6) 2014, examination found faecal stasis in the right colon, and plain film of abdomen was unremarkable, given the presence of multiple-level vertebral lumbar osteoarthritis and of iatrogenic material in the projection plane of the uterine tubes (reported history of procedure on uterine tubes). It was noted that two inserts had been placed in the left uterine tube. On (B)(6) 2014, kidney ultrasound was normal bilaterally; the examination found no lithiasis or obstruction, no signs of seriousness or complications from pyelonephritis. Moderate homogeneous signs of hepatic steatosis were present. Dimensions of spleen were in the upper range of normal. Examinations performed in (B)(6) 2016 did not find any particular abnormalities. On (B)(6) 2016, the patient underwent brain CT-scan due to unusual headaches and paraesthesia on the left side of her face, and no abnormalities were found to explain the symptoms. Further investigations with MRI were recommended. On (B)(6) 2016, abdominal-pelvic and soft tissue ultrasound found marked diastasis recti, predominating in the supra-umbilical region, as well as hepatic steatosis. Pathological anatomy report from (B)(6) 2017: peri-operative opening of the operative specimen from left salpingectomy found one complete essure insert. Complete exploration of the abdominal cavity was performed to locate the second essure insert on the left, visualized on plain film of abdomen. Conclusion: bilateral salpingectomy with mild regenerative abnormalities. No signs of malignancy. It was decided to stop the operative exploration and to perform abdominal-pelvic CT-scan during the post-operative period. On (B)(6) 2017, abdominal-pelvic CT-scan found the essure insert in the intra-myometrial position in the upper left portion of the uterine body with slight protrusion into pelvic area. On (B)(6) 2017, on opening the uterus after its extraction, the missing essure insert was found in the myometrium. Pathological anatomy report from (B)(6) 2017 - total hysterectomy: fibro-hyaline and haemorrhagic remodelling in the left uterine cornua. No suspect features. In (B)(6) 2017, blood tests for allergy for heavy metals came back positive for chrome, cobalt and silver, but not for nickel or titanium. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-may-2022: the following information was included: consumer's reporter updated, new lawyer's reporter, new physician's reporter, patient's information updated, medical history, historical drug, lab data, breast pain female. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("episodes of violent abdominal pain/"), device expulsion ("the insert was localised in the myometrium, close to the left tubal area"), embedded device ("the insert was localised in the myometrium, close to the left tubal area"), device breakage ("1 essure on the right fragmented"), escherichia pyelonephritis ("left pyelonephritis due to e. Coli"), syncope ("fainting with a dark veil and prodrome"), pelvi-ureteric obstruction ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction") and nephrolithiasis ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney") in a 37 year-old female patient who had essure inserted (lot no. 810882). Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("two inserts had been placed in the left uterine tube") and device monitoring procedure not performed ("monitoring 3 months after insertion never performed"). The patient had a medical history of general anesthesia in (B)(6) 2017, uterine abrasion (vaginal curettage 30 minutes before insertion of essure) and pathology test (cervical uterine sample, conclusion no sign of intraepithelial lesion or malignancy. Cytology not suspicious) in 2011, caesarean section in 2010, cervicitis in 2006, biopsy cervix, hpv infection, hpv infection and caesarean section in 2005, ovarian vein thrombosis and appendectomy in 2000 and glaucoma, hirsutism, thrombophlebitis pelvic vein (during her first pregnancy), menstrual migraine, renal colic (at 11 years of age.), multi gravida (3 pregnancies) and c-section. She had no other joint or tooth implants. Previously administered products included: iud nos, anticoagulant sodium citrate [sodium citrate dihydrate;water for injection], androcur, cerazette [cefaloridine] and jasmine [azelastine hydrochloride]. The patient had a family history of fibromyalgia (mother). On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced alopecia ("hair loss"), renal colic ("recurrent episodes of renal colic / major episode of left renal colic in (B)(6) 2012"), pyelonephritis ("pyelonephritis "), a first episode of asthenia ("asthenia") and depressed mood ("low morale"). In 2013 she experienced malaise ("general malaise"), general physical health deterioration ("deterioration in her general living conditions") and decreased appetite ("loss of appetite"). In (B)(6) 2014 she experienced flank pain ("in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). On (B)(6) 2014 she experienced escherichia pyelonephritis (seriousness criterion medically important). In (B)(6) 2016 she experienced breast pain ("pain in her left breast"). In (B)(6) 2016 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), headache ("very severe headaches"), a first episode of hemiparaesthesia ("paraesthesia on the left half of the face") and hypoaesthesia ("hypoesthesia"). On (B)(6) 2017 she experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). In (B)(6) 2017 she experienced allergy to metals ("hypersensitivity to chrome, cobalt and silver"). An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), syncope (seriousness criterion medically important) with vision blurred, pelvi-ureteric obstruction (seriousness criterion hospitalisation) with hydronephrosis, back pain and perinephric oedema, nephrolithiasis (seriousness criterion hospitalisation), rhinalgia ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), burnout syndrome ("probable burn-out") with negative thoughts, crying, sleep disorder, eating disorder and nightmare, faecaloma ("faecal stasis in the right colon"), spinal osteoarthritis ("multiple-level inter-body lumbar osteoarthritis"), urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain ("pelvic pain"), migraine ("migraine before and during the first days of her menstrual periods"), memory impairment ("following general anaesthetic, had experienced memory disturbances"), hepatic steatosis ("moderate homogeneous signs of hepatic steatosis"), contusion ("contusion on left hip and elbow"), tachycardia ("tachycardia at 110 bpm"), gastrointestinal motility disorder ("bowel motility disturbance"), diarrhoea ("diarrhoea"), hypertension ("hypertension"), a second episode of hemiparaesthesia ("paraesthesia on the left side of her face"), leukocyturia ("leukocyturia at 21/l"), nocturia ("nocturnal polyuria"), a second episode of asthenia ("asthenia"), abdominal pain upper ("epigastric pain"), premenstrual syndrome ("psychic manifestations of premenstrual syndrome exacerbated paresthesias in the hands without systematization with edema"), insomnia ("insomnia"), abdominal distension ("permanently swollen abdomen"), peripheral swelling ("swelling of the hands and feet"), ovarian cyst ("right ovarian cyst") and hemiparesthesia ("paresthesias of the left hemiface") and was found to have weight decreased ("weight loss"). The patient was hospitalised from (B)(6) 2017 and additionally for 0 day (dates unknown). The patient was treated with morphine, antibiotics, floxyfral (fluvoxamine maleate), xanax (alprazolam), theralene (alimemazine tartrate), zomigoro (zolmitriptan), rocephine (ceftriaxone sodium), gentalline (gentamicin sulfate), oroken (cefixime), esidrex (hydrochlorothiazide) and paracetamol as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017/ salpingectomy and hysterectomy, laparoscopic conservative hysterectomy was performed with no incidents on (B)(6) 2017, laparoscopic conservative hysterectomy, removal of the "last piece of essure and placement of a double-j catheter on uteroscopy in (B)(6) 2012, and it was removed on (B)(6) 2012). On (B)(6) 2014, urinary tract disorder had resolved. At the time of the report, the pelvic pain had resolved and the rhinalgia and abdominal pain lower had not resolved. The outcomes for abdominal pain, device expulsion, embedded device, device breakage, escherichia pyelonephritis, syncope, pelvi-ureteric obstruction, nephrolithiasis, anaesthetic complication, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, headache, alopecia, renal colic, pyelonephritis, depressed mood, allergy to metals, migraine, memory impairment, hepatic steatosis, contusion, tachycardia, gastrointestinal motility disorder, diarrhoea, weight decreased, hypertension, leukocyturia, breast pain, nocturia, abdominal pain upper, premenstrual syndrome, hypoaesthesia, insomnia, abdominal distension, peripheral swelling, decreased appetite, ovarian cyst, hemiparesthesia, the last episode of hemiparaesthesia and the last episode of asthenia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anaesthetic complication, the first episode of asthenia, the second episode of asthenia, breast pain, burnout syndrome, contusion, decreased appetite, depressed mood, device breakage, device expulsion, diarrhoea, embedded device, escherichia pyelonephritis, faecaloma, flank pain, gastrointestinal motility disorder, general physical health deterioration, headache, the first episode of hemiparaesthesia, the second episode of hemiparaesthesia, hemiparesthesia, hepatic steatosis, hypertension, hypoaesthesia, insomnia, leukocyturia, malaise, memory impairment, migraine, mixed anxiety and depressive disorder, nephrolithiasis, nocturia, ovarian cyst, pelvi-ureteric obstruction, pelvic pain, peripheral swelling, premenstrual syndrome, pyelonephritis, renal colic, rhinalgia, spinal osteoarthritis, syncope, tachycardia, urinary tract disorder, urinary tract infection, vomiting and weight decreased to be related to essure administration. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. In (B)(6) 2014 her antibiotic was switched due to poor tolerance of rocephine. In 2014, after an extensive antibiotic therapy with rocephine and gentaline, and then oroken, the patient finally reported regression of symptoms. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From(B)(6) 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not present in the left uterine tube. On (B)(6) 2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. On (B)(6) 2022 lawyer reported the next convocation of medical expertise was planned on (B)(6) 2022. (B)(6) 2016: salpingectomy and hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [culture urine] (date unknown): results: 10,000,000 /ml. [Magnetic resonance imaging] in (B)(6) 2016: breast MRI classifies this examination acr 1 [mammogram] in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast [ultrasound breast] in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast. On (B)(6) 2012, CT urography confirmed obstruction of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, causing moderate hydronephrosis with peri-renal infiltration with no urinoma. Three non-obstructive mid and inferior calyceal micro-lithiases were also present. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On (B)(6) 2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on (B)(6) 2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On (B)(6) 2014, examination found faecal stasis in the right colon, and plain film of abdomen was unremarkable, given the presence of multiple-level vertebral lumbar osteoarthritis and of iatrogenic material in the projection plane of the uterine tubes (reported history of procedure on uterine tubes). It was noted that two inserts had been placed in the left uterine tube. On (B)(6) 2014, kidney ultrasound was normal bilaterally; the examination found no lithiasis or obstruction, no signs of seriousness or complications from pyelonephritis. Moderate homogeneous signs of hepatic steatosis were present. Dimensions of spleen were in the upper range of normal. Examinations performed in (B)(6) 2016 did not find any particular abnormalities. On (B)(6) 2016, the patient underwent brain CT-scan due to unusual headaches and paraesthesia on the left side of her face, and no abnormalities were found to explain the symptoms. Further investigations with MRI were recommended. On (B)(6) 2016, abdominal-pelvic and soft tissue ultrasound found marked diastasis recti, predominating in the supra-umbilical region, as well as hepatic steatosis. Pathological anatomy report from (B)(6) 2017: peri-operative opening of the operative specimen from left salpingectomy found one complete essure insert. Complete exploration of the abdominal cavity was performed to locate the second essure insert on the left, visualized on plain film of abdomen. Conclusion: bilateral salpingectomy with mild regenerative abnormalities. No signs of malignancy. It was decided to stop the operative exploration and to perform abdominal-pelvic CT-scan during the post-operative period. On (B)(6) 2017, abdominal-pelvic CT-scan found the essure insert in the intra-myometrial position in the upper left portion of the uterine body with slight protrusion into pelvic area. On (B)(6) 2017, on opening the uterus after its extraction, the missing essure insert was found in the myometrium. Pathological anatomy report from (B)(6) 2017 - total hysterectomy: fibro-hyaline and haemorrhagic remodelling in the left uterine cornua. No suspect features. In (B)(6) 2017, blood tests for allergy for heavy metals came back positive for chrome, cobalt and silver, but not for nickel or titanium. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. Lot number: 810882, manufacture date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("episodes of violent abdominal pain/"), device expulsion ("the insert was localised in the myometrium, close to the left tubal area"), embedded device ("the insert was localised in the myometrium, close to the left tubal area"), device breakage ("1 essure on the right fragmented"), escherichia pyelonephritis ("left pyelonephritis due to e. Coli"), syncope ("fainting with a dark veil and prodrome"), pelvi-ureteric obstruction ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction") and nephrolithiasis ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney") in a 37 year-old female patient who had essure inserted (lot no. 810882). Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("two inserts had been placed in the left uterine tube") and device monitoring procedure not performed ("monitoring 3 months after insertion never performed"). The patient had a medical history of general anesthesia in (B)(6) 2017, uterine abrasion (vaginal curettage 30 minutes before insertion of essure) and pathology test (cervical uterine sample, conclusion no sign of intraepithelial lesion or malignancy. Cytology not suspicious) in 2011, caesarean section in 2010, cervicitis in 2006, biopsy cervix, hpv infection, hpv infection and caesarean section in 2005, ovarian vein thrombosis and appendectomy in 2000 and glaucoma, hirsutism, thrombophlebitis pelvic vein (during her first pregnancy), menstrual migraine, renal colic (at 11 years of age.), multi gravida (3 pregnancies) and c-section. She had no other joint or tooth implants. Previously administered products included: iud nos, anticoagulant sodium citrate [sodium citrate dihydrate;water for injection], androcur, cerazette [cefaloridine] and jasmine [azelastine hydrochloride]. The patient had a family history of fibromyalgia (mother). On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced alopecia ("hair loss"), renal colic ("recurrent episodes of renal colic / major episode of left renal colic in (B)(6) 2012"), pyelonephritis ("pyelonephritis "), a first episode of asthenia ("asthenia") and depressed mood ("low morale"). In 2013 she experienced malaise ("general malaise"), general physical health deterioration ("deterioration in her general living conditions") and decreased appetite ("loss of appetite"). In (B)(6) 2014 she experienced flank pain ("in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). On (B)(6) 2014 she experienced escherichia pyelonephritis (seriousness criterion medically important). In (B)(6) 2016 she experienced breast pain ("pain in her left breast"). In (B)(6) 2016 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), headache ("very severe headaches"), a first episode of hemiparaesthesia ("paraesthesia on the left half of the face") and hypoaesthesia ("hypoesthesia"). On (B)(6) 2017 she experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). In (B)(6) 2017 she experienced allergy to metals ("hypersensitivity to chrome, cobalt and silver"). An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), syncope (seriousness criterion medically important) with vision blurred, pelvi-ureteric obstruction (seriousness criterion hospitalisation) with hydronephrosis, back pain and perinephric oedema, nephrolithiasis (seriousness criterion hospitalisation), rhinalgia ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), burnout syndrome ("probable burn-out") with negative thoughts, crying, sleep disorder, eating disorder and nightmare, faecaloma ("faecal stasis in the right colon"), spinal osteoarthritis ("multiple-level inter-body lumbar osteoarthritis"), urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain ("pelvic pain"), migraine ("migraine before and during the first days of her menstrual periods"), memory impairment ("following general anaesthetic, had experienced memory disturbances"), hepatic steatosis ("moderate homogeneous signs of hepatic steatosis"), contusion ("contusion on left hip and elbow"), tachycardia ("tachycardia at 110 bpm"), gastrointestinal motility disorder ("bowel motility disturbance"), diarrhoea ("diarrhoea"), hypertension ("hypertension"), a second episode of hemiparaesthesia ("paraesthesia on the left side of her face"), leukocyturia ("leukocyturia at 21/l"), nocturia ("nocturnal polyuria"), a second episode of asthenia ("asthenia"), abdominal pain upper ("epigastric pain"), premenstrual syndrome ("psychic manifestations of premenstrual syndrome exacerbated paresthesias in the hands without systematization with edema"), insomnia ("insomnia"), abdominal distension ("permanently swollen abdomen"), peripheral swelling ("swelling of the hands and feet"), ovarian cyst ("right ovarian cyst") and hemiparesthesia ("paresthesias of the left hemiface") and was found to have weight decreased ("weight loss"). The patient was hospitalised from (B)(6) 2017 to (B)(6) 2017 and additionally for 0 day (dates unknown). The patient was treated with morphine, antibiotics, floxyfral (fluvoxamine maleate), xanax (alprazolam), theralene (alimemazine tartrate), zomigoro (zolmitriptan), rocephine (ceftriaxone sodium), gentalline (gentamicin sulfate), oroken (cefixime), esidrex (hydrochlorothiazide) and paracetamol as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017/ salpingectomy and hysterectomy, laparoscopic conservative hysterectomy was performed with no incidents on (B)(6) 2017, laparoscopic conservative hysterectomy, removal of the "last piece of essure and placement of a double-j catheter on uteroscopy in (B)(6) 2012, and it was removed on (B)(6)2012). On (B)(6) 2014, urinary tract disorder had resolved. At the time of the report, the pelvic pain had resolved and the rhinalgia and abdominal pain lower had not resolved. The outcomes for abdominal pain, device expulsion, embedded device, device breakage, escherichia pyelonephritis, syncope, pelvi-ureteric obstruction, nephrolithiasis, anaesthetic complication, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, headache, alopecia, renal colic, pyelonephritis, depressed mood, allergy to metals, migraine, memory impairment, hepatic steatosis, contusion, tachycardia, gastrointestinal motility disorder, diarrhoea, weight decreased, hypertension, leukocyturia, breast pain, nocturia, abdominal pain upper, premenstrual syndrome, hypoaesthesia, insomnia, abdominal distension, peripheral swelling, decreased appetite, ovarian cyst, hemiparesthesia, the last episode of hemiparaesthesia and the last episode of asthenia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anaesthetic complication, the first episode of asthenia, the second episode of asthenia, breast pain, burnout syndrome, contusion, decreased appetite, depressed mood, device breakage, device expulsion, diarrhoea, embedded device, escherichia pyelonephritis, faecaloma, flank pain, gastrointestinal motility disorder, general physical health deterioration, headache, the first episode of hemiparaesthesia, the second episode of hemiparaesthesia, hemiparesthesia, hepatic steatosis, hypertension, hypoaesthesia, insomnia, leukocyturia, malaise, memory impairment, migraine, mixed anxiety and depressive disorder, nephrolithiasis, nocturia, ovarian cyst, pelvi-ureteric obstruction, pelvic pain, peripheral swelling, premenstrual syndrome, pyelonephritis, renal colic, rhinalgia, spinal osteoarthritis, syncope, tachycardia, urinary tract disorder, urinary tract infection, vomiting and weight decreased to be related to essure administration. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. In (B)(6) 2014 her antibiotic was switched due to poor tolerance of rocephine. In 2014, after an extensive antibiotic therapy with rocephine and gentaline, and then oroken, the patient finally reported regression of symptoms. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From (B)(6) 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not present in the left uterine tube. On (B)(6) 2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. On (B)(6) 2022 lawyer reported the next convocation of medical expertise was planned on (B)(6) 2022. On (B)(6) 2016: salpingectomy and hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [culture urine] (date unknown): results: 10,000,000 /ml [magnetic resonance imaging] in (B)(6) 2016: breast MRI classifies this examination acr 1 [mammogram] in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast [ultrasound breast] in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast on (B)(6) 2012, CT urography confirmed obstruction of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, causing moderate hydronephrosis with peri-renal infiltration with no urinoma. Three non-obstructive mid and inferior calyceal micro-lithiases were also present. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On (B)(6) 2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on (B)(6) 2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On (B)(6) 2014, examination found faecal stasis in the right colon, and plain film of abdomen was unremarkable, given the presence of multiple-level vertebral lumbar osteoarthritis and of iatrogenic material in the projection plane of the uterine tubes (reported history of procedure on uterine tubes). It was noted that two inserts had been placed in the left uterine tube. On (B)(6) 2014, kidney ultrasound was normal bilaterally; the examination found no lithiasis or obstruction, no signs of seriousness or complications from pyelonephritis. Moderate homogeneous signs of hepatic steatosis were present. Dimensions of spleen were in the upper range of normal. Examinations performed in (B)(6) 2016 did not find any particular abnormalities. On (B)(6) 2016, the patient underwent brain CT-scan due to unusual headaches and paraesthesia on the left side of her face, and no abnormalities were found to explain the symptoms. Further investigations with MRI were recommended. On (B)(6) 2016, abdominal-pelvic and soft tissue ultrasound found marked diastasis recti, predominating in the supra-umbilical region, as well as hepatic steatosis. Pathological anatomy report from (B)(6)2017: peri-operative opening of the operative specimen from left salpingectomy found one complete essure insert. Complete exploration of the abdominal cavity was performed to locate the second essure insert on the left, visualized on plain film of abdomen. Conclusion: bilateral salpingectomy with mild regenerative abnormalities. No signs of malignancy. It was decided to stop the operative exploration and to perform abdominal-pelvic CT-scan during the post-operative period. On (B)(6) 2017, abdominal-pelvic CT-scan found the essure insert in the intra-myometrial position in the upper left portion of the uterine body with slight protrusion into pelvic area. On (B)(6) 2017, on opening the uterus after its extraction, the missing essure insert was found in the myometrium. Pathological anatomy report from (B)(6) 2017 - total hysterectomy: fibro-hyaline and haemorrhagic remodelling in the left uterine cornua. No suspect features. In (B)(6) 2017, blood tests for allergy for heavy metals came back positive for chrome, cobalt and silver, but not for nickel or titanium. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. Lot number: 810882 manufacture date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2023: patient medical history, concomitant medications, events: 1 essure on the right fragmented, loss of appetite, right ovarian cyst, paresthesias of the left hemiface added. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of one essure insert in peritoneum") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Previously administered products included for an unreported indication: iud until (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rhinalgia ("significant pain in nostril region and lower abdomen") and abdominal pain lower ("significant pain in nostril region and lower abdomen"). The patient was treated with surgery (removal of essure was performed on (B)(6) 2017 via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and anaesthetic complication outcome was unknown and the rhinalgia and abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, anaesthetic complication, device dislocation and rhinalgia with essure. The reporter commented: the patient had inserts placed in a clinic. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. It was confirmed that after removal, she was on sick leave for 8 days. The patient joined an association and contacted an attorney. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-dec-2017 for the following meddra preferred term: device dislocation ¿ analysis in the global safety database revealed 2.824 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 21-dec-2017: this case was now considered as potential legal, since the patient contacted an attorney. Furthermore, it was reported that the essure was removed on (B)(6) 2017, and the event "significant pain in nostril region and lower abdomen" was added. No further information is expected. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Episodes of violent abdominal pain/ [abdominal pain], the insert was localised in the myometrium, close to the left tubal area [partial expulsion of device], the insert was localised in the myometrium, close to the left tubal area [embedded device] 1 essure on the right fragmented [device breakage] , left pyelonephritis due to e. Coli [escherichia pyelonephritis] , fainting with a dark veil and prodrome [fainting] , occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction [ureteropelvic junction obstruction]. Occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney [nephrolithiasis], she did not well tolerate the epidural anaesthesia [anaesthetic complication] , significant pain in nostril region and lower abdomen [nasal pain] , significant pain in nostril region and lower abdomen [abdominal pain lower] , severe lumbar pain / rapidly developed severe lumbar pain / on (B)(6) 2012, the pain worsened with very marked left lumbar pain [lumbar pain], moderate hydronephrosis with peri-renal infiltration with no urinoma / dilated cavities [hydronephrosis] , moderate hydronephrosis with peri-renal infiltration with no urinoma [perinephric edema] general malaise [general malaise] , deterioration in her general living conditions [general physical health deterioration] probable burn-out [burnout syndrome] , crying [crying] , sleep disturbances [sleep disturbance] , frequent episodes of nightmares [nightmares] , eating disorders [eating disorder, unspecified], dark thoughts [negative thoughts] , in 2013 the pain continued/ persistent pain in the left lumbar fossa [flank pain] , vomiting [vomiting] , faecal stasis in the right colon [fecal impaction] , multiple-level inter-body lumbar osteoarthritis [osteoarthritis of lumbar spine] , two inserts had been placed in the left uterine tube [inappropriate insertion of multiple contraceptive devices] , relapse of infection [recurrent urinary tract infection], severe mixed anxiety-depressive disorders [mixed anxiety and depressive disorder] , urinary disturbances / urinary disturbances recurred [urinary tract disorder], very severe headaches [headache], paraesthesia on the left half of the face [hemiparaesthesia] , hair loss [hair loss] , recurrent episodes of renal colic / major episode of left renal colic in (B)(6) 2012 [renal colic] , pyelonephritis [pyelonephritis nos] , asthenia [asthenia], low morale [low mood] , pelvic pain [pelvic pain female] , hypersensitivity to chrome, cobalt and silver [allergy to metals] , migraine before and during the first days of her menstrual periods [menstrual migraine] , following general anaesthetic, had experienced memory disturbances [memory disturbance] , moderate homogeneous signs of hepatic steatosis [hepatic steatosis] , fainting with a dark veil and prodrome [filmy vision] , contusion on left hip and elbow [contusion] , tachycardia at 110 bpm [tachycardia] , bowel motility disturbance [bowel motility disorder] , diarrhoea [diarrhoea] , weight loss [weight loss] , hypertension [hypertension nos], paraesthesia on the left side of her face [hemiparaesthesia] , leukocyturia at 21/l [leukocyturia] , monitoring 3 months after insertion never performed [device monitoring procedure not performed] , pain in her left breast [breast pain female], nocturnal polyuria [nocturnal polyuria] , asthenia [asthenia] , epigastric pain [epigastric pain] , psychic manifestations of premenstrual syndrome exacerbated paresthesias in the hands without systematization with edema [premenstrual syndrome] , hypoesthesia [hypoesthesia] , insomnia [insomnia nos] , permanently swollen abdomen [swollen abdomen] , swelling of the hands and feet [swelling of hands] , loss of appetite [appetite lost] , right ovarian cyst [ovarian cyst] , paresthesias of the left hemiface [hemiparesthesia] , itching [itching] , heavy menstrual periods [heavy periods] , depressed libido [libido decreased] , dizziness [dizziness] , nausea [nausea] , neck pain [neck pain] , stomach pain [stomach pain] , excessive sweating [excess sweating] , loss of self-confidence [loss of confidence] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("episodes of violent abdominal pain/"), device expulsion ("the insert was localised in the myometrium, close to the left tubal area"), embedded device ("the insert was localised in the myometrium, close to the left tubal area"), device breakage ("1 essure on the right fragmented"), escherichia pyelonephritis ("left pyelonephritis due to e. Coli"), syncope ("fainting with a dark veil and prodrome"), pelvi-ureteric obstruction ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction") and nephrolithiasis ("occlusion of left urinary tract with macro-lithiasis at the pyelo-ureteral junction / urinary lithiasis / three moderate-size calyceal stones were also present with sub-occlusion / calcium lithiasis in the lower calyx of the left kidney") in a 37 year-old female patient who had essure inserted (lot no. 810882). Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("two inserts had been placed in the left uterine tube") and device monitoring procedure not performed ("monitoring 3 months after insertion never performed"). The patient had a medical history of general anesthesia in (B)(6) 2017, uterine abrasion (vaginal curettage 30 minutes before insertion of essure) and pathology test (cervical uterine sample, conclusion no sign of intraepithelial lesion or malignancy. Cytology not suspicious) in 2011, caesarean section in 2010, cervicitis in 2006, biopsy cervix, hpv infection, hpv infection and caesarean section in 2005, ovarian vein thrombosis and appendectomy in 2000 and glaucoma, hirsutism, thrombophlebitis pelvic vein (during her first pregnancy), menstrual migraine, renal colic (at 11 years of age.), multi gravida (3 pregnancies) and c-section. She had no other joint or tooth implants. Previously administered products included: iud nos, anticoagulant sodium citrate [sodium citrate dihydrate; water for injection], androcur, cerazette [cefaloridine] and jasmine [azelastine hydrochloride]. The patient had a family history of fibromyalgia (mother). On (B)(6) 2011, the patient had essure inserted. In 2012 she experienced alopecia ("hair loss"), renal colic ("recurrent episodes of renal colic / major episode of left renal colic in (B)(6) 2012"), pyelonephritis ("pyelonephritis"), a first episode of asthenia ("asthenia") and depressed mood ("low morale"). In 2013 she experienced malaise ("general malaise"), general physical health deterioration ("deterioration in her general living conditions") and decreased appetite ("loss of appetite"). In (B)(6) 2014 she experienced flank pain ("in 2013 the pain continued/ persistent pain in the left lumbar fossa") and vomiting ("vomiting"). On (B)(6) 2014 she experienced escherichia pyelonephritis (seriousness criterion medically important). In (B)(6) 2016 she experienced breast pain ("pain in her left breast"). In (B)(6) 2016 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), headache ("very severe headaches"), a first episode of hemiparaesthesia ("paraesthesia on the left half of the face") and hypoaesthesia ("hypoesthesia"). On (B)(6) 2017 she experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). In (B)(6) 2017 she experienced allergy to metals ("hypersensitivity to chrome, cobalt and silver"). On unknown date she experienced device expulsion (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), syncope (seriousness criterion medically important), pelvi-ureteric obstruction (seriousness criterion hospitalisation), nephrolithiasis (seriousness criterion hospitalisation), rhinalgia ("significant pain in nostril region and lower abdomen"), abdominal pain lower ("significant pain in nostril region and lower abdomen"), back pain ("severe lumbar pain / rapidly developed severe lumbar pain / on (B)(6) 2012, the pain worsened with very marked left lumbar pain"), hydronephrosis ("moderate hydronephrosis with peri-renal infiltration with no urinoma / dilated cavities"), perinephric oedema ("moderate hydronephrosis with peri-renal infiltration with no urinoma"), burnout syndrome ("probable burn-out"), crying ("crying"), sleep disorder ("sleep disturbances"), nightmare ("frequent episodes of nightmares"), eating disorder ("eating disorders"), negative thoughts ("dark thoughts"), faecaloma ("faecal stasis in the right colon"), spinal osteoarthritis ("multiple-level inter-body lumbar osteoarthritis"), urinary tract infection ("relapse of infection"), mixed anxiety and depressive disorder ("severe mixed anxiety-depressive disorders"), urinary tract disorder ("urinary disturbances / urinary disturbances recurred"), pelvic pain ("pelvic pain"), migraine ("migraine before and during the first days of her menstrual periods"), memory impairment ("following general anaesthetic, had experienced memory disturbances"), hepatic steatosis ("moderate homogeneous signs of hepatic steatosis"), vision blurred ("fainting with a dark veil and prodrome"), contusion ("contusion on left hip and elbow"), tachycardia ("tachycardia at 110 bpm"), gastrointestinal motility disorder ("bowel motility disturbance"), diarrhoea ("diarrhoea"), hypertension ("hypertension"), a second episode of hemiparaesthesia ("paraesthesia on the left side of her face"), leukocyturia ("leukocyturia at 21/l"), nocturia ("nocturnal polyuria"), a second episode of asthenia ("asthenia"), epigastric pain ("epigastric pain"), premenstrual syndrome ("psychic manifestations of premenstrual syndrome exacerbated paresthesias in the hands without systematization with edema"), insomnia ("insomnia"), abdominal distension ("permanently swollen abdomen"), peripheral swelling ("swelling of the hands and feet"), ovarian cyst ("right ovarian cyst"), hemiparesthesia ("paresthesias of the left hemiface"), pruritus ("itching"), heavy menstrual bleeding ("heavy menstrual periods"), libido decreased ("depressed libido"), dizziness ("dizziness"), nausea ("nausea"), neck pain ("neck pain"), stomach pain ("stomach pain"), hyperhidrosis ("excessive sweating") and psychiatric symptom ("loss of self-confidence") and was found to have weight decreased ("weight loss"). The patient was hospitalised from (B)(6) 2017. The patient was treated with morphine, antibiotics, floxyfral (fluvoxamine maleate), xanax (alprazolam), theralene (alimemazine tartrate), zomigoro (zolmitriptan), rocephine (ceftriaxone sodium), gentalline (gentamicin sulfate), oroken (cefixime), esidrex (hydrochlorothiazide) and paracetamol as well as surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017/ salpingectomy and hysterectomy, laparoscopic conservative hysterectomy was performed with no incidents on (B)(6) 2017, laparoscopic conservative hysterectomy, removal of the "last piece of essure and placement of a double-j catheter on uteroscopy in (B)(6) 2012, and it was removed on (B)(6) 2012). On (B)(6) 2014, the urinary tract disorder had resolved. At the time of the report, the pelvic pain had resolved and the rhinalgia and abdominal pain lower had not resolved. The outcomes for abdominal pain, device expulsion, embedded device, device breakage, escherichia pyelonephritis, syncope, pelvi-ureteric obstruction, nephrolithiasis, anaesthetic complication, malaise, general physical health deterioration, burnout syndrome, flank pain, vomiting, faecaloma, spinal osteoarthritis, urinary tract infection, mixed anxiety and depressive disorder, headache, alopecia, renal colic, pyelonephritis, depressed mood, allergy to metals, migraine, memory impairment, hepatic steatosis, contusion, tachycardia, gastrointestinal motility disorder, diarrhoea, weight decreased, hypertension, leukocyturia, breast pain, nocturia, abdominal pain upper, premenstrual syndrome, hypoaesthesia, insomnia, abdominal distension, peripheral swelling, decreased appetite, ovarian cyst, hemiparesthesia, the last episode of hemiparaesthesia and the last episode of asthenia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, epigastric pain, stomach pain, allergy to metals, alopecia, anaesthetic complication, the first episode of asthenia, the second episode of asthenia, back pain, breast pain, burnout syndrome, contusion, crying, decreased appetite, depressed mood, device breakage, device expulsion, diarrhoea, dizziness, eating disorder, embedded device, escherichia pyelonephritis, faecaloma, flank pain, gastrointestinal motility disorder, general physical health deterioration, headache, heavy menstrual bleeding, the first episode of hemiparaesthesia, the second episode of hemiparaesthesia, hemiparesthesia, hepatic steatosis, hydronephrosis, hyperhidrosis, hypertension, hypoaesthesia, insomnia, leukocyturia, libido decreased, malaise, memory impairment, migraine, mixed anxiety and depressive disorder, nausea, neck pain, negative thoughts, nephrolithiasis, nightmare, nocturia, ovarian cyst, pelvi-ureteric obstruction, pelvic pain, perinephric oedema, peripheral swelling, premenstrual syndrome, pruritus, psychiatric symptom, pyelonephritis, renal colic, rhinalgia, sleep disorder, spinal osteoarthritis, syncope, tachycardia, urinary tract disorder, urinary tract infection, vision blurred, vomiting and weight decreased to be related to essure administration. The reporter commented: the patient had inserts placed in a clinic. No post-operative follow-up was prescribed and no confirmatory test on correct positioning of the inserts to rule out migration was performed. In (B)(6) 2014 her antibiotic was switched due to poor tolerance of rocephine. In 2014, after an extensive antibiotic therapy with rocephine and gentaline, and then oroken, the patient finally reported regression of symptoms. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. From (B)(6) 2017, she was hospitalized to undergo salpingectomy, which was performed with no perioperative incidents. The third essure insert was not present in the left uterine tube. On (B)(6) 2017, conservative hysterectomy was performed with no incidents, and the post-operative period was uneventful. It was confirmed that after removal, she was on sick leave for 8 days. And since removal of the inserts, the pelvic pain has resolved and asthenia has regressed, while other symptoms persist. On (B)(6) 2022 lawyer reported the next convocation of medical expertise was planned on (B)(6) 2022. On (B)(6) 2016: salpingectomy and hysterectomy. No causal relationship between essure (3 implants inserted) and the patient¿s health status. The lack of improvement of the patient¿s health status after the removal of essure was normal, since her pathology was not treated. Implant removal date: on (B)(6) 2017(2 procedures necessary). Diagnostic results (normal ranges are provided in parenthesis if available): [culture urine] (date unknown): results: 10,000,000 /ml. [Magnetic resonance imaging] in february 2016: breast MRI classifies this examination acr 1 [mammogram] in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast. [Ultrasound breast] in (B)(6) 2016: showed an acr 0 classification with a small image in the superior-external part of the left breast. On (B)(6) 2012, CT urography confirmed obstruction of left urinary tract with macro-lithiasis at the pyelo-ureteral junction, causing moderate hydronephrosis with peri-renal infiltration with no urinoma. Three non-obstructive mid and inferior calyceal micro-lithiases were also present. Examination did not find any ¿obvious lithiasis¿, however dilated cavities were present. On (B)(6) 2012, abdominal x-ray and CT-scan found opaque probable calcium lithiasis in the lower calyx of the left kidney. Further imaging with flexible laser on uteroscopy was performed on (B)(6) 2012 with no notable findings. In 2014, abdominal imaging showed no abnormalities. On (B)(6) 2014, examination found faecal stasis in the right colon, and plain film of abdomen was unremarkable, given the presence of multiple-level vertebral lumbar osteoarthritis and of iatrogenic material in the projection plane of the uterine tubes (reported history of procedure on uterine tubes). It was noted that two inserts had been placed in the left uterine tube. On (B)(6) 2014, kidney ultrasound was normal bilaterally; the examination found no lithiasis or obstruction, no signs of seriousness or complications from pyelonephritis. Moderate homogeneous signs of hepatic steatosis were present. Dimensions of spleen were in the upper range of normal. Examinations performed in (B)(6) 2016 did not find any particular abnormalities. On (B)(6) 2016, the patient underwent brain CT-scan due to unusual headaches and paraesthesia on the left side of her face, and no abnormalities were found to explain the symptoms. Further investigations with MRI were recommended. On (B)(6) 2016, abdominal-pelvic and soft tissue ultrasound found marked diastasis recti, predominating in the supra-umbilical region, as well as hepatic steatosis. Pathological anatomy report from 03-feb-2017: peri-operative opening of the operative specimen from left salpingectomy found one complete essure insert. Complete exploration of the abdominal cavity was performed to locate the second essure insert on the left, visualized on plain film of abdomen. Conclusion: bilateral salpingectomy with mild regenerative abnormalities. No signs of malignancy. It was decided to stop the operative exploration and to perform abdominal-pelvic CT-scan during the post-operative period. On (B)(6) 2017, abdominal-pelvic CT-scan found the essure insert in the intra-myometrial position in the upper left portion of the uterine body with slight protrusion into pelvic area. On (B)(6) 2017, on opening the uterus after its extraction, the missing essure insert was found in the myometrium. Pathological anatomy report from (B)(6) 2017 - total hysterectomy: fibro-hyaline and haemorrhagic remodelling in the left uterine cornua. No suspect features. In (B)(6) 2017, blood tests for allergy for heavy metals came back positive for chrome, cobalt and silver, but not for nickel or titanium. The total quantity of chrome in her body was calculated to be 17.7 mg, the total quantity of nickel was calculated to be 27 mg and the total quantity of titanium was calculated to be 6.5 mg. Lot number: 810882 manufacture date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new lawyer reporter, events: itching, heavy menstrual periods, depressed libido; dizziness, nausea; neck and stomach pain; excessive sweating; loss of self-confidence, reporter causality comment and cluster ID added. Further company follow-up with the consumer is not possible. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of one essure insert in peritoneum") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced anaesthetic complication ("she did not well tolerate the epidural anaesthesia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation and anaesthetic complication outcome was unknown. The reporter provided no causality assessment for anaesthetic complication and device dislocation with essure. The reporter commented: the patient had inserts placed in a clinic. Her gynecologist suggested removal of both inserts via laparoscopy and tubal section. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: device dislocation ¿ analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.